Event description:
It was reported there were insulation problems. The lead was removed from service. The device was returned after an implant attempt and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The reported information was obtained from the medtronic order entry system and contains what data was provided. The lead was implanted for 14 years. Evaluation summary: evaluation of the device confirmed an atrial lead insertion problem. Inspection under a microscope found the setscrew block was not seated properly into the connector block.